Manufacturer narrative:
E1. Initial reporter city: (B)(6)

Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the moderately tortuous and calcified artery. A 2.0mm rotapro were selected for use. During the procedure, it was noted that the speed would not decrease below 150,000 rpm during dynaglide mode. The procedure was not completed due to this event. There were no patient complications reported post procedure.

Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the moderately tortuous and calcified artery. A 2.0mm rotapro were selected for use. During the procedure, it was noted that the speed would not decrease below 150,000rpm during dynaglide mode. The procedure was not completed due to this event. There were no patient complications reported post procedure.

Manufacturer narrative:
Correction made to update device code from a04: material integrity problem to a09: output problem e1. Initial reporter city: (B)(6).